Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator: (B)(6) 2013. 5086mri52 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with chest pain. The right ventricular (rv) lead had low r-waves, high threshold, and no capture in bipolar or unipolar configuration. A thoracotomy was conducted and a perforation site was observed. The lead was explanted and was replaced with a new lead. No further patient complications have been reported as a result of this event.